Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01289.

Event description:
It was reported that the provisional was fractured. The sales representative also noticed scratches, stripped and wears on device. No adverse event was has been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. The examination of the returned device exhibits signs of repeated use and the post feature has fractured off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.